Event description:
It was reported that during a procedure doctor decided to place an ultrabutton in the patient, graft was placed in the ultrabutton, the graft was passed, but when it was time to raise the ultrabutton it had broken into the patient. Broken piece was pulled out from the patient and a new 10 mm endobutton was placed. No procedural delay or patient injuries were reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. Visual inspection of the returned product shows the sutures are broken; therefore, a functional evaluation of the product could not be conducted. The complaint has been verified. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect tunnel preparation. Over tensioning of the suture while pulling the ultrabutton. Incorrect tunnel preparation or over tensioning the suture can result in damage to the device and device failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.